Manufacturer narrative:
During a standard procedure the surgical handpiece got hot. Nobody was injured it was just complained that the handpiece got hot during treatment. During analysis it was found that the bearings have been heavily worn out and hence the handpiece got hot. The product was not sent in for repair since purchase in (B)(6) 2000. Issue happened in (B)(6) and is reported as in the united states the same and similar products are distributed.

Event description:
During a standard procedure the surgical handpiece got hot. Nobody was injured, it was just complained that the handpiece got hot during treatment.